Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the physician advanced the device thorough the colonoscope and tried to open the snare loop, but the catheter broke off from the handle. Additionally, there were no other noticeable damage to the device. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.